Event description:
The customer reported that the padding detached and fell inside the patient. The padding to be medically removed from inside the patient without any complications or injury to the patient.